Event description:
It was reported that during an unknown procedure, the stapler was not performing. It was not forming closed staples but simply pushing out open staples. No reported patient consequences. Procedure was completed with same like product.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Two devices from lot # g4rt54 were received, sterile and fully functional. One of them was opened and tested for functionality. The device fired and formed all the staples as intended. The device fired without any difficulties and the staples were note to have the proper box shape. Four devices from lot # j4aj89, were received sterile and fully functional. The devices were from the same lot; therefore, one of them was opened and tested for functionality. The device fired and formed all the staples as intended. The device fired without any difficulties and the staples were note to have the proper box shape. Two devices from lot # j4a607, were received sterile and fully functional. One of them was opened and tested for functionality. The device fired and formed all the staples as intended. The device fired without any difficulties and the staples were note to have the proper box shape. One device was received non sterile, with the head housing door broken, and with insufficient cartridge weld. No functional test could be performed with the device. The cartridge weld is directly related to the cartridge gap. The cartridge gap is crucial for staple formation. When the cartridge weld is not sufficient the gap will be larger than optimal and staples will not hit the anvil correctly and in some cases bypasses the anvil resulting in unformed staples. The appropriate engineering personnel have been notified of this incident. While no conclusion could be reached as to how the head housing door became damaged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.